Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient's battery was replaced due to being at end-of-life (eol). Issues were reported as resolved.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - postlaminectomy pain. It was reported that the patient had their device replaced on (B)(6) 2016. It was reported that the patient's device would move around when she was recharging and dislodged itself. It was reported that the patient was having recharging issues. Patient reported that it was very hard to recharge with the belt and would sometimes take her 5 hours to recharge. Patient stated that the implant did not work any longer and was not covering her pain and believed the implant was coming to the end of its life so it was replaced. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the device took 5 hours to charge, hard to charge and the coverage was limited. The patient reported that she worked with many manufacturer¿s representatives (rep) in the area and at the end of (B)(6) 2016 it was decided to change the device. The patient reported that the issues with the last device weren¿t resolved which was about 8 years implanted and it was replaced on (B)(6) 2016. No further complications were reported.